Event description:
Screw went through the hole of lcp. The surgeon drilled in combination holes with drill-guide by hand and fixed va screws. He could fix va screw in distal hole. But he could not fix va screw in proximal combination hole. So, when he double checked the screw and plate he found his screw went through in hole. This screw was damaged in removal. However, this damage wasn¿t in insertion and fixation. This is 1 of 1 report for event #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of the device history records has been requested. The investigation of the complained va locking screw showed full conformity to the specifications. All dimensions are within the given specifications. Closer examination showed clearly that the top of the screw got so badly deformed or damaged during the removal, that we are not able to determine the exact cause of this problem. We have to assume that far too much force had been applied and caused the screw to slip through. It is also possible that the screw hole got widened up during drilling (unfortunately we did not receive the plate in order to verify this). No product fault could be detected.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device manufacture date was 01/26/2012. The device history record review were reviewed and no complaint related issues were found.